Event description:
Customer reports five false positive hcg results and several borderline results over a 2-3 month period. No unnecessary medical procedure was performed. There was report to pt health.

Manufacturer narrative:
Customer cleaning of the instrument is not in accordance with MFR's instructions. Customer is not operating instrument in accordance with MFR's instructions. Customer provided instructions for proper operation and cleaning of instrument.